Event description:
The patient reported shortness of breath and tightness over chest one day post implantation of a resolute integrity drug eluting stent. The patient was advised to contact their cardiologist and if they felt worse to visit ER. Patient is now feeling fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.